Manufacturer narrative:
Reference record (B)(4). Additional information added to section b5.

Event description:
Additional information received. Patient has been discharged home following a 9 week hospital admission for heart attack and covid-19. He has been discharged as a fast track with acute care package (acp) and crisis medication. Duodopa has now been stopped and jejunal tube has been removed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Post procedural complication is a known event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Wife reported that the patient had been discharged from hospital following a successful tube insertion. Pt was discharged at 16:30 despite wife being told that the patient wouldn't be home for another 24hrs for monitoring. After an unspecified period of time, at home patient was pointing to his abdomen and stating he was in pain. Wife stated his speech was slurred, unable to communicate clearly, and unable to walk; these symptoms were not present before. Patient had a temperature of 39.5° c and was shaky. Ambulance service was called and patient was taken to hospital. Additional information indicated that patient had a heart attack in the hospital and has inflammation of the heart. On (B)(6) 2020 in the hospital, patient was tested positive for covid-19 and had symptoms of covid-19. It was reported that the virus has damaged his heart. The duopa therapy was continued.